Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for four days for unknown high blood glucose levels and a stroke. The customer expressed the following symptoms: vomiting, finger cramping, and atrial fibrillation. The customer was using the insulin pump at the time of her hospitalization. The customer also stated that at night her blood glucose levels tend to drop. Troubleshooting was declined. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.